Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Hardware low level failure alarm confirmed in pump history with variable (15), problem isolated to electronic assemblies as per global logic analysis. Pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarms. Customer stated that they were able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.